Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device gave error code 46664. There was no patient involvement.

Manufacturer narrative:
One device was returned for repair with complaint of error code 46664. Review of event log found no event history related to the complaint. There was no relevant service history within the last 12 months. Testing could not confirm customer complaint. Once error code was cleared, it was not duplicated. Probable cause is unknown.